Event description:
A customer reported a minimum fill notification when attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to remove the pump from its case and clean the pneumatic tap area. Attempts to resolve the issue by reloading the same cartridge and loading a new cartridge did not succeed, resulting in a cartridge alarm. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.